Event description:
It is reported that pt is experiencing pain and instability.

Manufacturer narrative:
Primary operative notes state grade 4 chondromalacia with moderate synovitis was present prior to procedure. Minor soft tissue balancing was required during procedure. Good range of motion, soft tissue balancing, and tracking were achieved with final implants. Radiology note dated (B)(6) 2010, states anatomic alignment with no fracture and no immediate complications; x-rays were not provided with this note. Later x-rays appear to depict appropriate alignment between femoral and tibial components; however, the tibial component appears to have medial underhang and to be set back posteriorly on the tibia surface. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.